Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that the patient started using the pump on (B)(6) 2012. For the first 2 days, the reporter stated that the patient's bgs were ok. On (B)(6) 2012, the reporter reportedly noticed that the patient's bgs were more erratic. By 3:00 pm that day, the reporter claimed that the patient's bg level reached '400' mg/dl. He reportedly treated the patient with a 10 unit correction but claimed that the patient's bgs continued to climb. He programmed another 12 unit correction when her bg reached '454' mg/dl. By early evening that same day, the patient's bg level was reportedly greater than '500' mg/dl. He gave a correction via syringe and disconnected the pump from the patient. The reporter claimed that when he put the patient back on her old pump, her bgs returned to baseline. The reporter denied that the patient developed any symptoms during the time of concern. The reporter was unwilling to troubleshoot the pump during the initial contact with animas on (B)(6) 2012. Also, during a follow-up contact between the reporter and another animas representative on (B)(6) 2012, the reporter refused to troubleshoot. The animas representative involved in the follow-up contact noted that reporter denied observing any bent/kinked cannulas. No information was provided regarding the patient's site(s). On (B)(6) 2012, an occlusion alarm was noted in the pump's history when the animas representative attempted a prime step. The animas representative noted that he was concerned that the pump did not sound an occlusion when larger boluses were delivered. He felt as though there was something wrong with the sensitivity sensor on the pump. The reporter and patient did not feel as though the pump was safe to use and insisted on getting a replacement pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time if it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.